Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, implanted (B)(6) 2007; 694965 lead, implanted (B)(6) 2007; d224trk ICD, implanted: 2011. (B)(4).

Event description:
It was reported that the right atrial lead had low pacing impedance and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.